Event description:
A 26 mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the pt's iliac arteries were severely tortuous and moderately calcified. The delivery system was inserted in the pt's iliac artery witout the use of an introducer sheath after which it kinked and would not deploy. The delivery system was removed from the pt and another aneurx bifurcated stent graft device was inserted through the other iliac artery which was less tortuous. The stent graft was successfully deployed. It was reported that while using a reliant balloon to expand an area between two iliac stent grafts, the balloon burst upon the second inflation (reference MFR report# 2953200-2005-01352). No clinical sequelae were reported and the pt is reported to be fine. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Device failure/lack of effectiveness related tp condition.